Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that during a port placement procedure, allegedly there was a leak from the hub of the puncture needle. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, allegedly there was a leak from the hub of the puncture needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle within protective tubing was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fluid leak and the identified fracture issues, as fractures were noted throughout the introducer needle hub. An in-house syringe was attached to the hub of the introducer needle and upon infusion leaks were observed throughout the hub. Aspiration was attempted, but unsuccessful. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.